Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal blood glucose results. The complaint was classified based on additional information obtained from the patient by the medical surveillance specialist (mss) on (B)(6) 2012. The patient reported managing her diabetes with an unspecified type of insulin (before meals, based on blood glucose results) and oral medication (unknown type, twice a day). The patient said that she tests her blood glucose two times a day and that her normal blood glucose are typically around 150 mg/dl. The patient denied making any changes to her normal diabetes management due to the alleged issue starting. The patient confirmed that the alleged issue occurred on the morning of (B)(6) 2012 (unspecified time). The patient was unable to recall the blood glucose result that was obtained on the subject meter on the morning of (B)(6) 2012, but stated that she administered her insulin based on the result. The patient denied consuming her normal breakfast due to her "friend" arriving at her home. The patient told the mss that she became "unsteady, weak, and unable to stand up" 30 minutes after administering herself the insulin. The patient claimed that the reported symptoms were due to her "sugar dropping" as a result of administering too much insulin based on the alleged inaccurate high result obtained on the subject meter. The patient stated that she did not treat herself at the onset of symptoms. The patient went on to say that her "friend" drove her to the emergency room (ER) within 30 minutes of the onset of symptoms. The patient told the mss that her blood glucose was tested on an unspecified ER meter and a result of "28 mg/dl" was obtained. The ER physician reportedly treated the patient with intravenous (IV) fluids (unknown dose) and "another IV" (unknown type/dose of medication). The patient said that she was discharged approximately 4 hours after arriving. During troubleshooting the customer care advocate (cca) was unable to confirm if the test strips had been open past the discard date or if a control test was performed within range. However, the cca was able to confirm that the subject meter was set to the correct unit of measurement. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly administered herself too much insulin based on the alleged inaccurate high result obtained on the subject meter and required treatment by an ER physician.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.